Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which received FDA approval.

Event description:
The customer reported a diluent overflow from the alinity m system due to a bad diluent sensor. While on site for a planned service, the customer reported to the field service engineer (fse) about a leak that had occurred over the weekend from the systems solution drawer of the alinity m instrument. Leak had been cleaned up before the fse was on site. The customer reported that leak had left the footprint of machine and had pooled in the walk way in front of system solutions drawer. Customer reported no exposure to the leak, and the leak was cleaned up while wearing the correct personal protective equipment (ppe). The faulty reservoir sensor triggered a transfer of diluent into the reservoir when the reservoir was not empty causing overflow of reservoir which resulted in a leak. The fse replaced the reservoir sensor.